Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported through the attorney for the patient, as a result of a legal claim, that allegedly the patient underwent a hip replacement surgery on (B)(6) 2012 and was revised on (B)(6) 2012.